Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used for hemorrhoid banding. According to the complainant, during the procedure, attempts to deploy any bands from the speedband device were unsuccessful. The case was completed with another speedband superview super 7 multiple band ligator device. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The exact event date is unknown however; on (B)(6) 2012, the bsc representative, (B)(6), reported that the event happened "a while back." The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.